Event description:
The tech support dept received a report from a nurse who had requested a replacement cycler for a pt and reported the md had informed the nurse the cycler was not draining properly. Upon further follow-up, the peritoneal dialysis (pd) nurse stated the pt's recent hospitalization in (B)(6) 2013 was the result of pneumonia/pleural effusion due to fluid overload as the result of the cycler not draining enough fluid. The pt's in house md stated the cycler was not working properly and to have it replaced. The pd nurse also reported other medical issues were also ruled out such as constipation, blood glucose, and catheter as causes for poor drains. The MFR has requested medical records and medical records have not been received to date of this writing.

Manufacturer narrative:
The device and clinical investigation is on-going. A supplemental MDR will be filed upon completion of the investigation.